Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported she has been watching her infusion device and can't see the piston rod move when giving her basal rate. Patient's basal rate is set at 0.7 for the hour. Advised she would not see the piston rod move because the basal rate is set for less than 1.0 unit. Patient stated she was watching the piston rod because her readings have been elevated and she wanted to make sure she was getting her insulin. Patient's normal blood glucose range is under 130 mg/dl. Patient reported she changed her infusion site 3 days ago. Patient stated the insulin cartridge and infusion tubing were changed a week ago. Advised patient of the proper timeframe for changes of the infusion set and cartridge. Advised on proper battery type. Patient reported receiving no error messages on the infusion device. Patient reported she changed to a different type of insulin 2 weeks ago. Troubleshooting did not find any product issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.